Event description:
It was reported by remote transmission there was high thresholds and over sensing on the right ventricular (rv) lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).